Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An as-received 17300ml treatment-based continuous cyclic peritoneal dialysis (ccpd) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed and found no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was reportedly hospitalized for three weeks due to an infection. The patient reported the infection in thier stomach, lead to the removal of their pd catheter (not a fresenius product) and antibiotic therapy. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2021 for abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (elevated wbc¿s, value unknown) was collected, and the patient was admitted for peritonitis. The patient was treated with intraperitoneal (ip) vancomycin; however, the dosage and duration are unknown. The patient¿s peritoneal effluent fluid culture returned positive for pseudomonas aeruginosa. The cause of which was attributed to the patient¿s shower head not being disinfected properly. After approximately one-week of receiving antibiotics, the patient was still experiencing abdominal pain, and the decision was made to remove the patient¿s pd catheter (not a fresenius product) due to the persistent infection. The patient¿s pd catheter was removed without issue, and a permanent hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The pdrn stated the patient underwent several hd treatments while hospitalized without issue, and following discharge transitioned to an outpatient hd clinic on (B)(6) 2021. The patient is recovering from the events and will likely not return to pd therapy. Per the pdrn, the events were unrelated to the utilization of any fresenius product(s) and/or device(s). Additional information was requested (e.g., discharge summary), however the record is unable to be accessed by the home therapy department since he transferred.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was reportedly hospitalized for three weeks due to an infection. The patient reported the infection in thier stomach, lead to the removal of their pd catheter (not a fresenius product) and antibiotic therapy. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2021 for abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (elevated wbc¿s, value unknown) was collected, and the patient was admitted for peritonitis. The patient was treated with intraperitoneal (ip) vancomycin; however, the dosage and duration are unknown. The patient¿s peritoneal effluent fluid culture returned positive for pseudomonas aeruginosa. The cause of which was attributed to the patient¿s shower head not being disinfected properly. After approximately one-week of receiving antibiotics, the patient was still experiencing abdominal pain, and the decision was made to remove the patient¿s pd catheter (not a fresenius product) due to the persistent infection. The patient¿s pd catheter was removed without issue, and a permanent hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The pdrn stated the patient underwent several hd treatments while hospitalized without issue, and following discharge transitioned to an outpatient hd clinic on (B)(6) 2021. The patient is recovering from the events and will likely not return to pd therapy. Per the pdrn, the events were unrelated to the utilization of any fresenius product(s) and/or device(s). Additional information was requested (e.g., discharge summary), however the record is unable to be accessed by the home therapy department since he transferred.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the serious adverse event of peritonitis (characterized by abdominal pain and cloudy effluent fluid), which warranted hospitalization, antibiotic therapy, and the subsequent transition to hemodialysis (hd) therapy. The peritoneal dialysis registered nurse (pdrn) attributed causality to an improperly disinfected shower head. Per the pdrn, the patient¿s serious adverse events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Pseudomonas aeruginosa peritonitis is associated with a high rate of peritoneal dialysis (pd) catheter removal and is one of the most common organisms found in pd catheter related infections. Based on the information available, the liberty select cycler can be disassociated from the events. There is no objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction, caused or contributed to the serious adverse event(s) experienced by the patient. Those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Event description:
Aa patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was reportedly hospitalized for three weeks due to an infection. The patient reported the infection in their stomach, lead to the removal of their pd catheter (not a fresenius product) and antibiotic therapy. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2021 for abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (elevated wbc¿s, value unknown) was collected, and the patient was admitted for peritonitis. The patient was treated with intraperitoneal (ip) vancomycin; however, the dosage and duration are unknown. The patient¿s peritoneal effluent fluid culture returned positive for pseudomonas aeruginosa. The cause of which was attributed to the patient¿s shower head not being disinfected properly. After approximately one-week of receiving antibiotics, the patient was still experiencing abdominal pain, and the decision was made to remove the patient¿s pd catheter (not a fresenius product) due to the persistent infection. The patient¿s pd catheter was removed without issue, and a permanent hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The pdrn stated the patient underwent several hd treatments while hospitalized without issue, and following discharge transitioned to an outpatient hd clinic on (B)(6) 2021. The patient is recovering from the events and will likely not return to pd therapy. Per the pdrn, the events were unrelated to the utilization of any fresenius product(s) and/or device(s). Additional information was requested (e.g., discharge summary), however the record is unable to be accessed by the home therapy department since he transferred.